Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise present on atrial channel and far field channel. No history of emi nor other implants. Full lead evaluation recommended. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.